Event description:
Reporter indicated that patient experienced two episodes of bradycardia (heart rate 20 bpm) during lead test at implant surgery. The surgeon re-evaluated the lead placement to ensure that the electrodes were below the superior and inferior cardiac branches of the vagus nerve. The lead was moved down on the vagus nerve and another lead test was performed with no cardiac episode. The patient has been seen for post-operative visit and is reportedly doing well. Physician plans follow-up with patient on an "as needed" basis only. Attempts to obtain additional information have been unsuccessful to date. A letter requesting additional information was sent to both the neurologist and the surgeon via u.s. Mail and via fax with no response to date.